Event description:
From 2011 to date we have had to replace 12 of the 45 front connector panels on the ge s/5 pretn hemodynamic modules reports of inoperable/inaccurate bp monitoring from the nibp connection. Over approximately 2 month period from (B)(6) 2014 7 of the modules have needed replacement. This has been attributed to a "loose" nibp connection resulting in inaccurate output or complete loss of signal due to nibp cable falling out of the module.